Manufacturer narrative:
We have not received the complaint device for evaluation. However, we have confirmed the reported incident from the pictures of the malfunction provided to us. We observed that the common carotid balloon was damaged causing the liquid leakage. At this time, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
Before carotid endarterectomy procedure, during pre-use check, surgeon attempted to inflate the common carotid balloon with 1.4 cc of saline. However, he could not inflate the balloon since the balloon was leaking.